Event description:
The customer reported that a philips mms x2 server had been dropped. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a philips mms x2 server had been dropped. No pt harm was reported. In abundance of caution and as no additional information has been received as to whether this was an accidental drop, philips will report this incident. Philips is in the process of obtaining additional information regarding this issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed.